Event description:
It was reported that during the treatment of a pica aneurysm using balloon assist, a hypersoft 3d coil was implanted and remained stable after the balloon deflated. Upon removal of the microcatheter, the coil became unstable and migrated distally. The coil was retrieve successfully. No deficit was reported, the patient was reported to be doing well. Patient information - patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.